Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that required assistance in order to treat, though exact bg value was not provided. No further information was obtained as customer declined troubleshooting with tandem technical support.